Manufacturer narrative:
Brand name: unknown, information not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there are future plans to explant an intraocular lens from a patient's operative eye for unknown reasons. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the direction for use could not be documented since model is unknown. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.